Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. The customer let the pump charge and was able to resume insulin delivery. Customer¿s blood glucose level was 200 mg/dl.